Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the cine drive were installed during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported the cine playback was slow and sometimes locks up. This issue may result in an intermittent loss of cine function. There is no report of injury or death associated with the event described in this complaint.